Event description:
During the 90 second expansion phase of the mynx the balloon on the mynx would not deflate properly, additional negatives were used to deflate the balloon. It was removed and pressure was applied.